Event description:
Bayer case number: (B)(4). She is experiencing a lot of bleeding and pain like when she bends down or lift something [abdominal crampy pains] . It's really uncomfortable and starting to hurt [medical device pain] . She is experiencing a lot of bleeding and pain like when she bends down or lift something [heavy menstrual bleeding] . It's really uncomfortable and starting to hurt [medical device discomfort]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("she is experiencing a lot of bleeding and pain like when she bends down or lift something") and medical device pain ("it's really uncomfortable and starting to hurt") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2015, the patient had essure inserted. On unknown date she experienced abdominal pain (seriousness criterion medically important), medical device pain (seriousness criterion medically important), heavy menstrual bleeding ("she is experiencing a lot of bleeding and pain like when she bends down or lift something") and medical device discomfort ("it's really uncomfortable and starting to hurt"). Essure treatment was not changed. At the time of the report, the heavy menstrual bleeding was resolving and the abdominal pain had not resolved. The outcome of medical device pain was unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, medical device pain or abdominal pain. The reporter commented: caller stated that she had the essure placed 9 years ago. She need assistance to have her essure removed. It's really uncomfortable and starting to hurt. She is experiencing a lot of bleeding and pain like when she bends down or lift something. She went to the doctor and was given treatment which controlled the bleeding but not the pain. The pain is more severe now, she even went to the hospital. Date of insertion: 9 years ago. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). She is experiencing a lot of bleeding and pain like when she bends down or lift something [abdominal crampy pains] , it's really uncomfortable and starting to hurt [medical device pain], she is experiencing a lot of bleeding and pain like when she bends down or lift something [heavy menstrual bleeding] , it's really uncomfortable and starting to hurt [medical device discomfort]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("she is experiencing a lot of bleeding and pain like when she bends down or lift something") and medical device pain ("it's really uncomfortable and starting to hurt") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2015, the patient had essure inserted. On unknown date she experienced abdominal pain (seriousness criterion medically important), medical device pain (seriousness criterion medically important), heavy menstrual bleeding ("she is experiencing a lot of bleeding and pain like when she bends down or lift something") and medical device discomfort ("it's really uncomfortable and starting to hurt"). Essure treatment was not changed. At the time of the report, the heavy menstrual bleeding was resolving and the abdominal pain had not resolved. The outcome of medical device pain was unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, medical device pain, abdominal pain or medical device discomfort. The reporter commented: caller stated that she had the essure placed 9 years ago. She need assistance to have her essure removed. It's really uncomfortable and starting to hurt. She is experiencing a lot of bleeding and pain like when she bends down or lift something. She went to the doctor and was given treatment which controlled the bleeding but not the pain. The pain is more severe now, she even went to the hospital. Date of insertion: 9 years ago. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-dec-2024: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.